Manufacturer narrative:
The following devices were also listed in this report: x3 triathlon cs ins size1 9mm; cat# 5531g109; lot# lft418. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of an implant sheet that on (B)(6) 2018, patient's right knee was revised due to infection. Revision implants included a femoral component, a tibial insert, one each of fluted and cemented stems, tibial baseplate, offset adapter, and three augments as well as a patella. The primary procedure was a revision from a competitor construct - the only stryker implants were a femoral component and insert.